Manufacturer narrative:
For the reported 3 events, 3 lot numbers were provided, a manufacturing review will be performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model dr8074 pta balloon dilatation catheter allegedly material rupture. These reports were received from various sources. All three events had no reported patient injury. One patient is female; however, the other patients age, weight, and gender were not provided.